Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer behalf of a child reported two false positive results with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. Repeat testing generated negative results, rt-pcr confirmation testing was performed and generated a negative result. Consumer confirmed patient was not symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to retract the previous initial MDR report for a false positive , additional information provided by the customer confirmed that user was not alleging false results.